Event description:
Healthcare professional reported a xen®45 gts event described as "the slider doesn't move well" during implantation in right eye. No eye injury noted.

Manufacturer narrative:
The reporter has declined to provide allergan further information regarding patient details. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.